Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
It was reported the surgeon discovered a migration via x-ray during a routine follow-up visit on an unknown date. The helical blade migrated into the acetabulum and pelvis. During the trochanteric fixation nail system removal due to the migration it was also reported the extraction screw threads were damaged. The surgery was completed successfully. A replacement was requested for the extraction screw. This is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
(B)(4) the results of the manufacturing evaluation show that the device was received with damage to the second and third threads. There are small marks at the top edge of the device; otherwise the device is in fair condition. Due to an unknown cause the threads have become damaged. The material of the device was determined to be within specification as well as the hardness. The threads were also confirmed to match the drawing up to the point where the threads are damaged. The instrument conformed to dimensional specifications at the time of manufacturing. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed indeterminate from a manufacturing position.

Manufacturer narrative:
Device used for treatment not diagnosis. (B)(4). The design is adequate for its intended use and did not contribute to this complaint. Based on the received condition of the returned device, the device was misused or mishandled which led to the damage on the thread. Therefore, this complaint is invalid from a design perspective.